Event description:
It was reported that not long after this pump was implanted the patient had thought perhaps the pump was not working as she felt terrible pain. The patient had requested the pump be increased which she reported it had but this had not provided much relief. After pump refills, the patient did not feel relief as the pain remained constant. The patient had inquired if at that time perhaps the medicine was not being delivered to the appropriate spot. The patient had fractured her pelvis and an x-ray was taken in (B)(6) 2012 which revealed that the catheter was "out of my spine" and wrapped around the pump in a "ball thing." The month prior to this report the physician had aspirated the remaining morphine that was in the pump and replaced it with saline. The patient was provided with oral medication for pain relief until the scheduled revision. However, the revision was delayed due to a high white blood cell count. As a result, the patient was to follow up with a hematologist to further address this issue. The patient was concerned she would not have enough oral medication and that the pump would be empty by the time the revision could take place. The patient was concerned regarding the care she received. This device system had delivered morphine until the recent change to saline. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that there were no issues found with the pump. The catheter revision was planned because there was no indication of an issue with the pump.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient hadn¿t had surgery to correct the catheter issue as at this same time the patient had other health problems diagnosed. As a result the patient reported that they decided to go another way. The patient indicated that they would call the hcp.

Event description:
It was later reported the catheter had become dislodged and was not coiled. This determination was made right before (B)(6) 2012. The patient had a lot of issues financially and otherwise and the patient canceled her catheter revision. The patient was seen in the office on (B)(6) 2013 at which time a bridge bolus was performed to deplete the morphine from the line. The bridge bolus was going to take 59 hours and 54 minutes to complete. Pfns was filled in the pump just to keep it from being dry. There was no note that a pump rinse had been done. The patient was told she really needed to have the surgery and could not continue pump therapy without it. The hcp had not heard from the patient since (B)(6) 2013. The hcp and the surgeon's office had called the patient and they were unable to get the patient to respond to the phone calls or letters. The patient¿s current status was unknown.